Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12 jul 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a nasogastric tube was placed in a patient on (B)(6) 2018, however x-ray confirmed that it was in the wrong position. Another tube was placed on (B)(6) 2018 and another x-ray was performed. This x-ray confirmed the tube was in the correct position, however, it also showed that the patient had developed a pneumothorax. It was determined by staff that the pneumothorax was likely caused by the previous insertion. The patient was treated with 4 litres oxygen via nasal specs and close monitoring of oxygen saturations. No further information available at this time.